Event description:
A malfunction alarm was reported by the customer, but there was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer in doing so. The malfunction did not recur after the reset, and the customer was informed to continue using the pump and to call back if any further issues arose.